Event description:
It was reported that the patient's left ventricular (lv) lead was recently changed to a lv tip to ring vector configuration. Since that change, the lead warning triggered for high impedance. The impedance measurements have fluctuated since implant. The lead remains in use and alerts adjusted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Two patient alerts for out of tolerance sub threshold lead impedance were recorded on (B)(4) 2011. The weekly pacing lead impedance trend data shows an increase for minimum and maximum left ventricular permanent pacing impedance of 1045 to 1558 ohms peak between (B)(4) 2012.